Event description:
It was reported that the user experienced a low blood glucose of 53 mg/dl, treated with oral carbohydrates (orange juice), after which glucose rose into range to 80¿83 mg/dl with no further carbohydrates advised. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery to in-range values without escalation of care. Investigation included a complaint review and user troubleshooting and education regarding treatment of lows to avoid rebound hyperglycemia. Investigation of this case revealed no device malfunction or component failure and no pump or sensor issue identified, with the event categorized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.